Event description:
Admitted with angina which evolved into a subendocardial mi. Cardiac catheterization 4/8/96. Dr. On 4/9/96 was attempting to deploy stent in rca svg. Vessel totally occluded, attempted to advance stent in graft, unable to, when stent withdrawn, stent not in balloon. Stent balloon and guide taken out of rfa over sport exchange wire,guide flushed, stent was in the guide. Guide inserted over sport wire, procedure continued and second stent deployed prox. Svg. No complication.